Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2018 with the following findings: review of the basal history revealed the basal history for (B)(6) 2017 appears to be inaccurate due to a replace battery alarm recorded on (B)(6) 2017 at 03:15 followed by a power on rewet event. The pump was then powered back on (B)(6) 2017 at 17:01 and a low battery warning occurred. The pump was then powered off. Cs052/054 alarms occurred at (B)(6)2017 at 17:02 when the pump was powered back on. Insulin deliveries resumed at (B)(6) 2017 at 18:38. On investigation, the pump powered on normally and was exercised for 24 hours with a 2.0-unit-per-hour basal rate; at the end of testing the basal history correctly showed 2.0 units delivered and total daily dose correctly showed 48.0 units. No errors, alarms or warnings or interruption in power occurred during testing. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the basal history recording defect.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with headache, dizziness and nausea. The patient reportedly self-treated with 15 units of insulin via injection. The reporter alleged a history/settings issue with the pump. The reporter alleged that the basal rates were not delivered as they were supposed to be programmed for the patient. Review of the pump by animas customer support showed several cancelled boluses the day of the complaint due to total daily dose maximum of 50 units had been reached. The patient was advised by animas customer support to contact their health care provider and to use an alternative method of insulin delivery until they patient receives a replacement pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.